Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that post migration interface status was misreporting. A technical support specialist (tss) verified that the heartbeat was current and the external system names matched between carefusion coordination engine (cce) and es mbm, with no changes related to the recent server migration. The tss identified a single null record, observed admit discharge transfer (adt) and pis delays, and confirmed both facilities were processing messages approximately 60 minutes behind. After restarting services and adjusting delay settings, the tss determined the issue was related to a time zone mismatch, with hl7 messages in central standard time (cst) while the es configuration was set to eastern standard time (est). The interface host time zone was updated to cst, resolving the timestamp discrepancy and restoring normal message processing. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server suspected bogus interface or communication notice appeared. Health sight viewer (hsv) reported a patient information delayed or down condition, which caused the stations to enter critical override. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.